Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026 due to insulin leaking during wear. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptoms reported include blurry vision, frequent urination, and fatigue. The patient was diagnosed with hypertension and hyperglycemia. The patient was treated with a dextrose and sodium chloride solution, and acetaminophen (tylenol). The patient was released the same day.